Event description:
A patient reported blood glucose results of 50 mg/dl with a lifescan meter and 278 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A check strip test was performed; the result fell within specifications. Meter was replaced.